Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The irritation was on the patients back. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an anti-itch cream and an anti-histamine by a medical professional. Follow up indicated the irritation improved.